Manufacturer narrative:
(B)(6) (B)(4) reports the attune distal femoral jig broke during surgery. Threaded headed pins were not used. The complaint states the attune distal femoral jig broke at the hooked portion of the red clip, during surgery no product was returned hence the failure mode cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The attune distal femoral jig broke at the hooked portion of the red clip, during surgery.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune distal femoral jig broke at during surgery.